Event description:
It was reported that during the procedure, with a balance middleweight (bmw) guide wire positioned in a concentric, de novo lesion in the non-tortuous mid right coronary artery, during advancement, halfway toward the guiding catheter, a 3.5x15 voyager nc balloon dilatation catheter (bdc) was no longer able be further advanced over the bmw guide wire. The voyager nc bdc was withdrawn from the bmw guide wire with some resistance felt, but no force was applied. Another same size voyager nc was able to be introduced and delivered over the same bmw guide wire to the target lesion, successfully treating the target lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient described as slightly obese. Evaluation summary: the device was returned for analysis and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.